Event description:
It was reported the patient did very well with his 2004 implant for about a year. In 2005, he had a surgery for another herniated disk and during the surgery the lead was damaged or it migrated. As a result the patient lost stimulation. It was unknown if anything was done diagnostically or to correct the situation. The patient had recently noticed an increase in his old pain and tried to turn stimulation on again and he discovered the implantable neurostimulator (ins) was dead. The patient was referred to a physician to have the battery replaced. Since they suspected lead damage and the battery had to be replaced they decided to remove the entire system; the exact date was not known but the patient reported it was 3-4 months ago.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 7435, serial # (B)(4), product type programmer, patient; product ID 3487a-33, lot # (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2013, product type lead; product ID 3487a-33, lot # j0405994v, implanted: (B)(6) 2004, explanted: (B)(6) 2013, product type lead; product ID 748925, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 748925, serial # (B)(4), implanted: (B)(6) 2004, product type extension. (B)(4).

Event description:
Additional information received reported that the health care professional (hcp) did not have recorded related to the event. It was noted that the patient¿s system was explanted secondary to the need for mris.